Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings. Investigation revealed multiple cracks in the battery compartment. Unrelated to this issue, evaluation revealed that the audio bolus button cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.